Event description:
The canister explodes during use. User technique could have contributed (pressure).

Manufacturer narrative:
A review of the mfg device history record was conducted on the lot number provided (14x0892bc). It was determined that this lot number is not in accordance with the catalog number provided by the customer. The results of investigation were inconclusive to determine root cause for failure. Test studies have shown that repeated use of a crd suction catheter with intermittent stopping and starting of the suction system may cause premature failure of the plastic lid. Repeated use is contrary to directions for use and is not recommended. Co will monitor our field responses for further instances of this type, however, at this time we conclude that this is an isolated incident.